Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and a non-boston scientific right ventricular (rv) and right atrial (ra) leads exhibited multiple low out of range pacing impedance measurements of lower than 200 ohms. Oversensing of noise was also observed on the rv and ra channels. An x-ray taken did not show any abnormalities with the system. At this time no changes have been made and the pacemaker remains in service. No adverse patient effects were reported.